Event description:
The patient underwent an abdominal wall reconstruction using veritas collagen matrix. The patient developed a reherniation and hematoma. The surgeon attributed this hematoma to the anticoagulation which was required due to a previous aortic valve replacement. This event was reported in (B)(4) presentation on (B)(4) 2012. There is no further information at this time.

Manufacturer narrative:
No product was returned for evaluation. A review of the device history record was not possible since the lot number was unavailable. The following report numbers are all from presentations given by three (3) different physicians at the (B)(4) meeting held on (B)(4) 2012.